Event description:
After discharge the physician discovered the fracture on a post op x-ray. Physician has used the 4521 series of cervical spacers for years. Over the last year he has now had 3 spacer fractures shown on post op x-ray checks. The 3 surgeries were within the last 12 months. He is not going to continue using them. He has applied bone stimulators to promote fusion and hopes that he does not have to re-operate. The physician stated there was a good chance that one of the patients will have a revision directly related to the spacer failure. Manufacturer response for allofuse cortical cervical spacers, (brand not provided) (per site reporter). The (B)(4) area manager for allosource stated in his email, "ideally, the conversation with [the physician] takes place with our medical director, dr. (B)(6). The peer to peer dialog due to the severity of this situation calls for this escalated dialog." The (B)(4) area manager said that once he knows when the physician is available, he will facilitate.